Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: please explain what is meant by, ¿the device misfired¿? How was the case completed? The procedure was a robotic sigmoid resection. It is not reloadable. While attempting to reattach the colon from below (through rectum) the stapler stapled the colon together and the doctor thought he was free but the stapler would not come out from the rectum. It was stuck and would not move. After multiple manipulations, it finally did come out. The anastamosis rings were intact but there was one that was very thin in one section. We are not sure why it would not come out. To my knowledge there was no patient injury but it depends on his recovery. The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device "misfired." It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.